Manufacturer narrative:
Conmed electrosurgery has attempted to contact the user facility to obtain status of the suspect device return. As of 2/19/09, conmed electrosurgery has not taken receipt of the suspect device.